Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that there was wound dehiscence at the patient's ipg site. The device was removed and there have been no reports of further complications regarding this event. The physician may re-implant in the future.